Event description:
It was reported from singapore that during service and evaluation, it was determined that the battery handpiece device had unintended activation/motion, noise and failed pre-test for check function of all possible mode with the power module and lid and unintended motion. It was further determined that the device failed pretest for trigger did not move smoothly and the upper trigger was blocked. It was noted in the service order that the device sounded too loud while working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).